Event description:
Boston scientific crm received info that this right ventricular lead was explanted as the r-waves dropped considerably at the predischarge check. Attempts were made to reposition the lead without success.